Event description:
The lay user/patient contacted lifescan (lfs) on may 29, 2006 and alleged that his one touch ultra meter was not powering on. Lfs was able to obtain further information from the pt. In may 2006, the pt spilled juice on the reproted meter and, it stopped powering on. He was not able to test his blood glucose since that day. The pt was on oral medication for diabetes (glucophage 2xday). Two days the pt felt his feet (toes) being warm. He attempted to test on the reported meter, but it would not power on. He went to the pharmacy to get a replacement meter. However, the pharmacy offered him a different brand of meter, which the pt refused since he would have to replace the "strips and needles." He visited a healthcare facility and had his blood glucose tested on their meter with a result of 18.1 mmol/l (326 mg/dl). He was also given 30 units of humulin 70/30 insulin and was advised to take the glucophage off his regimen and start taking 30 units of 70/30 insulin in the morning. The pt was previously on insulin and then stopped, and now was placed back on the medicine. At the time of troubleshooting, it was determined that there was trauma to the meter (pt spilled juice on it). The issue was not resolved with troubleshooting. A replacement meter was sent to the lay/user patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.